Event description:
Per the clinic, the device was explanted due to excision of the vestibular organ. The patient was reimplanted with another device during the same surgery. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Further information has been made available. It was reported that the patient experienced pain around the implant side. Repositioning of th device has been attempted. During the revision surgery on (B)(6) 2011, the electrode array was cut due to an ossified cochlea. This report is filed (B)(4) 2012.